Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported that the patient underwent a shoulder MRI and had pain during the scan. The patient also had pain after the scan at the pocket site and throughout the lower abdomen. The patient had an appointment with her doctor scheduled on (B)(6) 2015. No surgical interventions had occurred or were planned. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was unknown was led to the event or how the issue was identified and what troubleshooting or diagnostics were performed. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.